Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's evaluation, the unit was found to alarm falsely for upstream occlusion. The pump will be reworked per baxter's service procedure to ensure proper occlusion detection.

Event description:
During baxter's evaluation of a spectrum pump, it was found to alarm falsely for upstream occlusion.